Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Ref MFR reports: 1627487-2014-03567 and 1627487-2014-03568. The pt reported she has experienced heating at her scs ipg pocket site while charging since she first began charging her scs ipg. A replacement model 3726 charging system was sent to the pt which resolved the issue. On (B)(4) 2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.